Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that virtual map for auxiliary 5.2 was blank. The field service engineer (fse) powered down the station and replaced the drawer printed circuit board assembly (pcba) for drawer 5.2. Hardware test application passed, but the app initially showed a failed cubie in position b3. After rebooting, the customer was able to recover the cubie, and the error icon disappeared. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 and 5.2 were repeatedly failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.